Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replace the console cover, slide handle assembly, and the wheels assembly which were damaged due to the iabp unit being dropped. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was damaged due to being dropped. There was no patient involved and no adverse event was reported.